Event description:
Noise began on (B)(6) 2021 and caused inappropriate therapy to be delivered. Approximately 100 shocks were delivered between (B)(6) 2021 and (B)(6) 2022. Lead remains implanted. The patient will likely be moved to hospice care. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.